Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15381373, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-3304-25, serial number: (B)(4), batch/lot number: 15800457, model/catalog description: d4 splitter 2x4-25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the splitter did not allow to use all contacts. The patient underwent a revision procedure wherein two leads were removed and replaced with three new leads. The patient was doing well postoperatively.